Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Case close complete. I explain to customer what that error code relate to 13-1033-149 on the unit. It is the software fault the software on the 8100 unit is corrupt needs to reflash software n unit. Also I explain to customer once he start the reflash on unit if it fails retry if it fails again then it will not reflash the software adn you have a bad logic board on unit and needs to be replace. Turn case over to cad 2018-036905 270060. (B)(4). 8100 unit: serial # (B)(4). Customer called in for help on error code 13-1033-149 on 8100 unit which is a software fault on unit the software us corrupt will need to reflash the software on unit. If flash fails retry the flash if it fails again then you have a logic board issue main board needs to replace.